Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that during implant, the physician used a scalpel to cut the remaining section of the catheter apart, and the scalpel cut into the insulation of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.